Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patients both leads migrated. As such surgical intervention is pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.